Event description:
It was reported that device migration occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a 35mm watchman flx pro closure and delivery system (wds) were selected for use. The 35mm wds was well positioned and anchored but was pinched at the distal end. The physician decided to size down to a 31mm wds to help open up the back end. The 31mm device was deployed and met all position, anchor, size and seal (pass) criteria. The physician was instructed to pull back on the sheath during deployment as the sheath was getting close to the face of the device. The wds was released and the distal end changed shape. The physician observed on fluoroscopy and transesophageal echocardiography (tee) imaging and determined the device was shifting out of the appendage. A pigtail wire was placed in the mitral valve to block the device if it were to fully embolize. Non-boston scientific (bsc) devices were used to snare the 31mm wds, which never fully embolized from the appendage. There was no pericardial effusion noted before or after recapture. The was reinserted and another contrast shot was taken. The physician elected to try the 35mm device again, but it tugged out. The 31mm device was also tried again and also tugged out. The physician decided to discontinue the procedure. There were no further complications reported.